Event description:
During preventative maintenance of the device, the field service representative reported that the light blue occlusion knob cap was broken. The cap was replaced. Since the event occurred during preventative maintenance, there was no patient involvement during this event.